Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H.6. Investigation summary: this complaint is confirmed. This complaint is for contamination of phoenix ast broth tubes (246003) batch number 2335911. The customer provided photos of the affected tubes but did not return samples for the investigation. The photos show a multiple tube with batch number present and broth containing contamination within. Based off the photos, this complaint is confirmed. A review of quality notifications reviewed no quality notifications generated on the complaint batch. A review of complaints revealed two other complaints on batch 2335911, one of which is related to this defect and also confirmed. Complaint trending was performed and there are no trends associated with this defect. Bd ID/ast will continue to monitor for trends associated with this defect and take action as necessary.

Event description:
It was reported that 20 bd phoenix¿ ast broth had "mold" foreign matter. The following information was provided by the initial reporter: get mouldy.